Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the mix motor to resolve the issue. (B)(4).

Event description:
A customer reported generating erroneously low ise results for 1 patient on their au680 analyser. The results were not reported from the lab. There was no change to patient treatment.